Manufacturer narrative:
G4:08apr2021 b4:(B)(6) 2021 the device was reported to have been in testing while being set-up for use. The customer had a standby ventilator which was immediately connected to patient and there was no delay in therapy. A philips field service engineer (fse) was dispatched to the customer site and it was determined that the blower assembly needed to be replaced to return the device to working condition. The fse replaced blower assembly to resolve the issue and bring the device back to functionality. The removed component was reported to have been scrapped. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:13apr2021 b4:(B)(6)2021 g3: report sources: user facility submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28dec2020.

Event description:
It was reported to philips that the device had a noisy blower. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.